Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had cubies were failed to release. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had cubies were failed to release. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the cubies failed to release. A field service engineer (fse) inspected the unit, tightened the flex arm, and removed dust from the e-drawer. The customer was able to access medications. The legacy full-height drawer in the main unit was replaced, as it had stopped responding. The customer successfully recovered the drawer and cleared out the pockets. All tests passed and the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.